Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device could not be removed from the sheath. The event occurred during preparation for an endobronchial ultrasound procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device could not be removed from the sheath. The event occurred during preparation for an endobronchial ultrasound procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11 corrected fields: d7a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, needle does come out of the sheath and extended properly. In addition, the following reportable malfunctions were identified during the device evaluation: kink around the boot of the sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.